Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure and hyperglycemia or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose level was greater than 250 mg/dl. The pod was worn longer than 72 hours. It was noted that the pink slide did not move forward, but the cannula was visible. No information was provided on how the hyperglycemia was treated.

Manufacturer narrative:
The device was received partially deployed with the hard cannula visible past the bottom housing window. The download data presented some timeouts during the run with no drive stall. The hard cannula was also found to be bent. As the hard cannula was exposed it could not be determined when or how these damages occurred. The fluid couldn't flow through the fluid path due to the damage damaged and exposed hard cannula. Inspection of the needle mechanism found that the needle was not seated in the slide retract. The slide retract was found to be damaged due to improper instalment. This is confirmed as the cause of the observed exposed needle and reported event.